Event description:
It has been reported to philips that the device is failing self-test.

Manufacturer narrative:
Available details indicate that the device exhibited symptoms of a failure. Insufficient information is available to support final failure analysis. Device design supports alerting users/health care professionals through the self-test feature to ensure the device is adequately maintained to supply therapy as intended. This design feature mitigates risk to the patient in a critical care event. The device was not available for investigation. Based on the information available there is insufficient information to confirm the reported problem. Based on the information available, no further action is necessary at this time. Philips recommendation was to remove the device from service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.